Manufacturer narrative:
This case, with patient identifier (B)(4) (test strip lot number 498182), is related to case with patient identifier (B)(4) (unknown test strip lot number).

Event description:
It was reported the patient received the following results within 10 minutes: 30 mg/dl (test strip lot number 498182) and 170 mg/dl (unknown test strip lot number).